Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to infection.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown issue. A new device was successfully implanted. No additional adverse patient effects were reported.